Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm and that battery was only lasting four days. Customer's blood glucose was unknown. During troubleshooting for failed battery test it was reported that battery contacts were not damaged or missing. Customer was advised to monitor insulin pump and that battery cap would be replaced.